Event description:
The account alleged the side rail will not stay in the up position. No pt impact.

Manufacturer narrative:
The account found the side rail center casing is broken. The account replaced the side rail center casing to resolve the issue.